Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 9) occurred while attempting to load a cartridge onto the pump and the cartridge would not click into place. Tandem technical support assisted customer with clearing the alarm. Customer loaded another cartridge and insulin therapy was resumed. Customer's blood glucose was 254 mg/dl.